Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was alarming due to intermittent motor stalls. Pump logs showed multiple pump motor stalls that go back to (B)(6) 2011. The pt did not believe he was going through withdrawal, however he was having symptoms. It was planned to replace the pump and return it to the manufacturer for analysis. The pt was scheduled to have pump replacement on (B)(6) 2011 but had to cancel due to illness. The drugs in the pump at the time of the event were dilaudid 4.0mg/ml delivered at .9599mg/day and baclofen 50.0mcg/ml delivered at 11.998mcg/day. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.